Manufacturer narrative:
The results of this investigation concluded there were calcifications and tears in all three leaflets. Leaflets 2 and 3 contained fibrous pannus ingrowth on the inflow surface. There was no inflammation present in the valve. A review of the device history record was not possible since the serial number was unavailable. There was no evidence found to suggest the cause of the calcifications, tears, and pannus were due to an intrinsic defect in the valve, as supported by the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
UDI: unknown since the serial number was not provided. (B)(4).

Event description:
Approximately 3 years ago, this 23 mm trifecta valve was implanted. The patient was seen in clinic due to symptoms of aortic stenosis (as). On (B)(6) 2017, a re-do aortic valve replacement was performed for severe as. At explant, the valve was observed to be calcified on both the top and bottom of the cusps. Extensive removal of calcification was necessary to expose the previous sutures and to remove the valve. The valve was replaced with an on-x mechanical valve. Per report, the trifecta valve may have been damaged or torn from handling with surgical instruments during explant. Per report, the explant procedure was uneventful and the patient was stable.